Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020 the patient experienced stoma site redness, swelling, and drainage. On (B)(6) the patient experienced a stoma site infection. Swab culture was collected and ultrasound was performed, results are unknown. The patient was treated with oral antibiotic, clindamycin 300 mg three times a day for ten days. On (B)(6) 2020, it was reported that the stoma site redness and drainage has resolved.